Event description:
I had hernia repair in 2008, the product used was prolene hernia mesh, I started with serious diarrhea, vomiting, fever, heart, in 2007, I had a colonoscopy, endoscopy, I swallowed the camera, xrays, bloodtest, I got to be so bad about 7 months later, I went to a surgeon, who in return saw where the hernia had come back, I had surgery in '08, the mesh had adhered itself to my bowels, lower intestines, and stomach. It was very entangled in my body. He couldn't remove it all, he did have to remove some of my intestines. I'm still experiencing problems, diarrhea, erectile disfunction, panic attacks, due to my stomach being so tender and upset constantly, I feel no better than I was 6 mos ago. Could someone please help me in finding out what to do?.